Manufacturer narrative:
Customer performed own repair.

Event description:
It was reported that the lock on the antler system would immediately "pop right open" when the customer attempted to engage it. It was identified that this could potentially cause a cot to detach from the fastener unexpectedly. The service was cancelled without the unit being evaluated as the customer performed their own repair. The customer did not provide the model or serial number of the affected unit. There was no report of patient involvement or adverse consequences.